Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald iib), and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.00x32mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized and angiography revealed in-stent restenosis. Intravascular ultrasound examination was performed. The patient was treated with medication and balloon angioplasty. The event was resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).